Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided and data provided in this field reflect gore's internal reference number for this case. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Gore is currently evaluating medical images received. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6), a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal defect (asd). The next day, thrombus was noticed on the right disc of the device and anticoagulant as well as antiplatelet medication treatment was started. Follow-up imaging performed on (B)(6), 2026 revealed that the thrombus had decreased in size but was still visible. Post device implant, the patient was reportedly diagnosed with thrombophilia and being homozygous for angiotensin converting enzyme insertion/deletion polymorphism (d/d), indicating an inherited increased tendency for blood clotting. Additional information received april 16, 2026 stated the device was explanted on (B)(6),2026 after the patient was suspected to have developed endocarditis.